Manufacturer narrative:
Unknown taper. The product associated with this complaint has not been explanted, and is thus not available for evaluation. Information regarding the device serial and catalog number was requested, physician's office stated they were unknown. With no serial number, and no catalog or model number, the taper type associated with this report is unknown. If explanted and returned, visual examination may determine the connector type associated with this report. Further information regarding this event was requested of the patient's physician. To date, no surgery or intervention has been performed or scheduled. Device labeling: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: patient had been coming to the physician for aftercare for the lap-band, and started having some problems. Upon obtaining imaging, it was noted that the port and the band were disconnected from one another. Further follow-up with the physician found: patient had a CT that showed the port was disconnected from the band. Patient also had an egd to check for erosion. Egd was normal and no erosion was found. Patient has not undergone or scheduled any surgery or intervention to date.